Manufacturer narrative:
On 9/14/2020, it was reported to mentor that the healthcare professional stated that patient is experiencing no complications. Patient would have to get an MRI for a further diagnosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/5/2020, a manufacturing record evaluation (mre) was performed for the finished device number 6571229, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor memorygel breast implant 470cc and suffered from breast pain bilaterally and skin reaction, rupture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.